Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that there was some matter/material that gummed up the cutter blades that caused the cutter to stop working. It is unknown when the problem occurred or if there was a delay. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 6, 2018. (B)(4). Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
Additional information was received indicating that the event occurred during vein harvesting procedure with a slight delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was a dissector; however, the reported failure mode is for a harvester. Since the actual sample was not returned for evaluation, a thorough investigation could not be performed and definitive root cause cannot be determined for this event. The manufacturing records were reviewed for the affected unit product code/lot number, no anomalies noted related to the issue during the manufacturing process. It is likely that the event was caused by customer technique. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.